Event description:
The advocate stated the customer received a blood glucose reading of 412mg/dl from the breeze2 meter, re-tested on a contour meter and received 114mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.